Event description:
During a lap cholecystectomy procedure, the device consistently delivered 2 clips at once, extremely scissored clips, and then clips that would not remain secure on the vessel. No patient consequences.